Manufacturer narrative:
The pad device was installed on (B)(6) 2008. On (B)(6) 2008 the device failed a self test due to low battery with a recorded temperature of below freezing. The device remained in fault mode until (B)(6) 2012 when a different pad-pak is inserted. On (B)(6) 2012 the device fails two manual self tests of 10 minutes durations. On (B)(6) 2012 the device records 5 manual self tests, the first failing and the second and third recording nonsensical info. The final two passed the self tests. The problem with the device was attributed to a fault in the membrane. There is also evidence that the device was being inadequately stored and exposed to adverse environmental conditions. This exposure is known to have detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.